Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level of 422 mg/dl. The customer's blood glucose level during the call was 300 mg/dl. The customer's parent stated that they had no doubt that the insulin pump was working as designed and that the issue was due to the reservoir running low and the individual watching the customer did not know this. The customer was treated with an insulin pen but the pen was also not primed. The customer's parent also added that there was a missed meal bolus and troubleshooting was declined. The insulin pump will not be returned for analysis.